Manufacturer narrative:
This report is filed june 14, 2016. Implanted device remains.

Event description:
Per the clinic, revision surgery was performed in (b(6) 2016 (specific date not reported) to reposition the device for aesthetic purposes. During the surgery, the electrode array inadvertently migrated from the cochlea. A second surgery was performed (date not reported) to re-insert the electrode array into the cochlea. The implanted device remains.